Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the proximal left anterior descending artery (lad). A 1.75mm rotalink¿ plus was used to treat the target lesion. During the procedure, it was noted that the rpms declined and the rotablator system showed a stall error. The foot pedal was depressed again but the burr would not rotate. When the burr was attempted to be withdrawn, it was noted that the burr would not come free from the vessel and back into the guide catheter. The catheter was disconnected from the advancer. Intra-coronary nitroglycerin was given and manual retraction of the catheter was attempted again without success. A second rotawire was placed in the lad and a 1.5x12mm balloon catheter was advanced to the burr but could not be positioned alongside the burr so the balloon was removed. Additional intra-coronary nitroglycerin was given, manual retraction of the catheter was attempted and the burr was successfully withdrawn with the guide catheter. The rotalink¿ plus was removed from the body and angiogram was performed. A stent was deployed and the procedure was completed. No patient complications were reported and the patient's condition was good.